Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument broke during surgery". Failure analysis investigation found the primary failure of broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system sk0288. The small grasping retractor has 3 uses remaining after the last use. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports), and recall (if recall number is given) (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was broken. The procedure was completed with no reported injury.